Event description:
It was reported to the manufacturer by the importer of the device that an incident occurred involving a floor lift. As reporter to the importer by the facility, they were just starting to lift a resident when the bolt that holds the scale onto the cradle came out dropping the resident. Resident was not injured and no medical attention was needed.

Manufacturer narrative:
(B)(4) healthcare is the importer for this device, and has submitted the report#2182305-2012-00041. Additional information will be provided following the conclusion of the manufacturer's investigation.